Event description:
It was reported the programmer stylus pen has been re-calibrated several times but it will not calibrate properly. The programmer was returned for test and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: rf (radio frequency) head (B)(4). The original submission of this report failed to process to esg and cannot be recovered. This report is being resubmitted accordingly.

Event description:
It was reported the programmer stylus pen has been re-calibrated several times but it will not calibrate properly. The programmer was returned for test and calibration. No patient complications were reported as a result of this event

Manufacturer narrative:
Product event summary: analysis found the stylus was intermittently slow to respond to touch pen. Overlay/bezel assembly found out of electrical specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.